Event description:
Reported by the customer as: need to have pump history downloaded and sent to contact. In (B)(6), they had a problem with the pump. They think it was operator error but needs pump evaluated, said patient received more than programmed dosage. Pump is also due for annual pm. No patient injury.

Manufacturer narrative:
Method: actual device was evaluated. The device was visually inspected and found bezel and battery door cracked and device ran with a knocking noise due to worn components. Conclusion: no conclusion can be drawn at this time. The history log will be evaluated and more information has been requested from the customer about the patient involved, the meds infused and the intended rate and dose to compare with the history log. A follow up report will be submitted when this information is obtained.